Event description:
It was reported to philips that the allura system can¿t boot up. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the battery of host computer main board which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) went onsite and confirmed the reported problem. Upon onsite troubleshooting found that the battery voltage of host pc main board was low. The fse replaced the bios battery of host pc main board, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.